Event description:
False negative result(s). The user reported that the unit is not detecting blo in urine samples that visually display blood and were later confirmed to contain blo in further lab testing. Ran a qc test and it passed levels 1 and 2. Strips MFR 121-10sg lot urs4040029 exp 4/23/26 opened 2/18/25. Luc MFR 121-011 lot ucl4040011 exp 4/12/26. Had the user print out the led values and one of the values under inside white block correct was below 2,000 and another value was greater than 300 above its corresponding value under white and black strip standard.

Event description:
False negative result(s). The user reported that the unit is not detecting blo in urine samples that visually display blood and were later confirmed to contain blo in further lab testing. Ran a qc test and it passed levels 1 and 2. Strips MFR 121-10sg lot urs4040029 exp 4/23/26 opened 2/18/25. Luc MFR 121-011 lot ucl4040011 exp 4/12/26. Had the user print out the led values and one of the values under inside white block correct was below 2,000 and another value was greater than 300 above its corresponding value under white and black strip standard.

Manufacturer narrative:
In this follow-up report, the following information is different than the initial report. The final investigation yielded the following conclusion: final product manufacture and qc record for 200415 and the order number of the unit is (B)(4). 1/02452340. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. After got the feedback, first we asked the customer to provide more information for further investigation. After multiple contact, there is still no feedback by on apr 24. So, we are not sure about the root cause of this issue.